Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient was seen with a hematoma due to the surgical procedure but unrelated to the mesh in the post operation exam. The patient was seen on (B)(6) 2011 complaining of vaginal bulging and bleeding. Vaginal bleeding was again reported (B)(6) 2011. The patient reported the bleeding stopped on (B)(6) 2011. On (B)(6) 2012, the patient had complaints regarding recurrent cystocele. The patient reported seeking the opinion of a different physician twice on (B)(6) 2012 for evaluating the recurring cystocele; this doctor recommended surgery, but the patient refused. The patient had another visit on (B)(6) 2012 for medical advise regarding vaginal pain during intercourse. The exam yielded no mesh exposure, but the mesh was palpable and tenderness was felt on the left side of he pelvic region. The patient was last seen on (B)(6) 2013 and reported still having the recurrent cystocele. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.